Manufacturer narrative:
Batch review performed on (B)(6) 2015: (B)(4).

Event description:
Patient was complaining of pain. Upon investigation pain was due to loosening in both his femoral stem and acetabular cup. The surgeon removed all of the patients implants and replaced them with a completely new set of implants. X-rays are not available. Explants will be available.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Visual inspection performed on (B)(4) 2015 by the r&d project manager: observing the explanted polyethylene liner, scratches and cuts can be seen on the border, probably caused by the revision surgery. Deep scratches and cuts can be seen also on the external surface, probably caused by the revision surgery. Moreover, fragments presumably of bone or coagulated blood, are blocked just under the polyethylene external surface. It is not possible from the inspection of the implants determine the root cause of the event.